Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot/batch # n4l53z provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. Do you have the correct batch and/or lot number for the device: the sales rep sent to us the code and lot of load that was used with the reported stapler: ref: 6r45b lot: m4hu4v. Please consider the lot n4l53e.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not staple correctly and malformed the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m54u86. The analysis results found that the ats45 device was received with no apparent damage and with a 6r45b cartridge not loaded on the device. The returned reload was partially fired 3/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.